Manufacturer narrative:
Lot number or product was not provided by the reporter. Therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Unresponsive after falling for a few minutes [unresponsive to stimuli]. Falling constantly for last 2 years, collapsed, 3 weeks ago fell 3 times [fall]. Nervous tremor [tremor]. Hands draw up, hands and fingers lock up [musculoskeletal disorder]. Problems with sight, can hardly see [visual impairment]. Muscles hurt [myalgia]. Walking down the street like a drunk [gait disturbance]. Caught the flu [influenza]. Case description: a consumer reported that they, an adult, female, age unspecified, used fixodent denture adhesive, control food seal plus scope flavor cream 1 application, 1/day and reported the following: has fallen 3 times, unresponsive for a few minutes after falling, nervous tremor, and hands lock up/loss of use. She visited her physician and had numerous blood tests done, results unknown. She went to the emergency room after 1 of her falls and was admitted to the hospital for 10 days. Treatment: muscle relaxants. The case outcome was not recovered/not resolved. Past medical history included: drug allergy - steroids and medical history - rheumatoid arthritis, spine problems, osteoporosis, knee replacement, and ankle surgery. No further information was provided. On (B)(6) 2011 update: details revealed in a review of the initial contact of (B)(6) 2011: the consumer reported that she was (B)(6). Additional symptoms included: falling constantly for last 2 years, collapsed, 3 weeks ago fell 3 times, hands draw up, hands and fingers lock up, problems with sight, can hardly see, muscles hurt, walking down the street like a drunk, and caught the flu. After collapsing she was taken by ambulance to the emergency room and was admitted to the hospital from (B)(6) 2011 to (B)(6) 2011. While in the hospital she was given a nutritional drink to help her muscles. The case outcome was not recovered/not resolved. Past medical history included: drug allergy - zocor and medical history - flu shot, fibromyalgia, and spinal operation. No further information was provided.